Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the segment fluid damage, the control body fluid damage, the lg cable connector fluid damage, the lcb distal cover glass fluid damage, the control body cracked, the forward body frame corroded, the control body leak, the body cover grip scratched, the lg cable connector housing scratched, the angulation-down improper adjustment, the forward body cover disinfections damage, and the angulation-up angulation zero degrees ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.